Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that probe did not cut even after the cutting speed was reduced to 10,000 cuts per minute, it still failed to cut during vitrectomy surgery. The procedure was completed on same day by replacing the product with new one. There was no patient impact.